Event description:
During remote follow-up, a ventricular tachycardia episode was observed while the device was performing an autocapture threshold test. High voltage therapy was not provided, and the arrhythmia was self-terminated. The physiologist suspected the arrhythmia was caused by the autocapture threshold test. No malfunction was suspected and the device was performing normally for how it was programmed. The patient experienced no adverse consequences and will be monitored.